Event description:
A healthcare facility in argentina reported via a fisher & paykel healthcare (f&p) field representative that the manometer needle of a rd900asu neopuff infant resuscitator was stuck at 70cmh2o without being connected to a gas source and when the device was connected to a gas source the needle barely moved. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section g4: the rd900auu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.